Event description:
It was reported that approx four weeks following a urethral bulking implant performed on pt, the pt experienced burning and discomfort. Upon examination, the doctor observed exposed material. The exposed material was removed. No additional info or further complications have been reported.